Event description:
It was reported that the right ventricular (rv) lead exhibited a varying and decreasing defibrillation impedance measurements as well as several sensing integrity counter (sic). It was further noted that the patient had recent electrocautery and chemotherapy treatment. The clinic will monitor the lead issue for now. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.